Event description:
It was reported that patient, the second time chemotherapy, vessel of the patient is good. Catheter inserted time: (B)(6) 2013, basilic catheter on the right side under ultrasound. Liquid exudation in the puncture point. After rubbing, liquid exudation was still found during transfusion. The head nurse suggested to remove the catheter when transfusion. A hole was found where the catheter removed 2 cm and liquid continued to outflow. Therefore, removed the catheter.

Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.